Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was going to have the complete spinal cord stimulator (scs) explanted on (B)(6) 2015. The reason for the explant was not given. It was later reported from the physician via the rep that the patient wanted it removed because it apparently was not working for her.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomalies. The following method code is also applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.